Manufacturer narrative:
The customer reported that a pt code event occurred and they were unable to obtain retrospective data after the code. The customer also stated on (B) (6) 2010, that to her knowledge, the rebooting of the database server (dbs) and networked info center did not cause/contribute to the issue but impacted their ability to obtain retrospective data after the code. On (B) (6) 2010, the customer indicated that the pt later expired. The dbs rebooted causing monitoring. If telemetry were in use, the m3150a/b device monitoring the pt would temporarily stop monitoring and would automatically be reconfigured to be in local database mode with the restoration of monitoring within 5 minutes. Connected info centers provide visual indicators when they lose connectivity with the dbs. The issue would be obvious to users observing the info center display and alternate means of monitoring would be implemented as warranted during the timeframe the device is rebooting into local mode. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a pt code event occurred and that they were unable to obtain retrospective data.